Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention (pericardial window). A baseline effusion was noted at the beginning of the procedure. Impella device was placed via left groin at the beginning of the case. Approximately midway through the procedure, during the mapping phase, the size of the effusion was noted by intracardiac echocardiography (ice) image to have increased. Toward the end of the case, the patient became hypotensive. Cardiac tamponade was confirmed, and pericardiocentesis was attempted to drain the fluid from the pericardial space but was unsuccessful, and no fluid could be removed. Patient was transferred to operating room (or) for pericardial window. Patient¿s condition improved and was reported as stable upon leaving the procedure room. It is unknown if extended hospitalization was required. Physician¿s causality opinion was not provided. Transseptal puncture was performed with a brk transseptal needle. The ablation was done with a max wattage of 40 watts. Recommended flow catheter settings used per instructions for use (IFU). There was no evidence of steam pop during the ablation. No bwi product malfunctions nor error messages were observed. The force visualization features used were force graph and vector, plus dashboard. Visitags were not used. Manual ablation points were used.